Event description:
New information received notes that atrial lead noise was observed when the patient presented in clinic. Right ventricular lead insulation erosion was noted during the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-15733. It was reported that noise was observed on the right atrial lead. Both right atrial and right ventricular leads were explanted and replaced. No patient consequences were noted.